Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated that the patient questioned the test results they had on (B)(6) 2022 as they were positive. The patient stated that they were asymptomatic and that they had not had any close contact with someone else who had a positive result. The patient did not take another test or test from another lab. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 was performing outside of established design performance specifications based on the elements reviewed in this section the amplification curves for the specified and available sample ids (sids) reporting discrepant results were analyzed. The amplification curves of the samples appeared as expected. The curves which generated a positive interpretation exhibited normal sigmoidal amplification. The sensitivity for the sars-cov-2 assay varies between platforms. If the alinity m sars-cov-2 assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample may receive a positive interpretation using the alinity m platform but may receive a negative interpretation using the competitor platform with less sensitivity. Quality data review: device history record / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot and respective components. No issues were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria and passed quality specifications at the time of release. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892 (including the components) was performed to identify any records that were potentially related to the reported complaint. The CAPA review did not identify any records related to the reported issue for alinity m sars-cov-2 amp kit (list 09n78-095) lots 522892 and respective components. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket under investigation, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522892. The complaint history review identified no additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522892. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency was not identified for alinity m sars-cov-2 amp kit (list 09n78-095) lots 522892.